Event description:
It was reported that, "the doctor stated pt was experiencing pain."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.